Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary finding of grip tip broken to be related to the customer reported complaint. The instrument was found to have a broken grip located by the grip base. A piece approximately .058" x .138" was found to be broken off on one side. The broken piece was not returned. The part of the grip tip that is broken was found sticking out. Additional observations not reported by site: the instrument was found to have a severely bent grip, causing a misalignment of the grips. The instrument was found to have a frayed grip cable at the distal idle pulley. The frayed cable strands stuck out at the wrist.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, tissue got stuck in the wrist of the force bipolar instrument and caused the instrument to be stuck in the closed position. Due to the distortion of the wrist mechanics, pieces of the instrument were sticking out, making it very difficult to remove from port. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a malfunction occurred. The adipose tissue got stuck in the wrist of the instrument, causing it to be stuck in a closed position. Due to the distortion of the wrist mechanics, pieces of the instrument were sticking out, making it very difficult to remove from the port. The customer could not remember which task was being performed at the time. The tissue was removed by the surgical technician once the instrument was able to be removed from the port. There was no blood loss due to this incident. The surgeon believes it was a malfunction with the instrument. There was no harm to the patient. The instrument was inspected prior to use. The customer was not aware of any previous damage. The issue occurred prior to the system faulting. The jaws had pieces of tissue on the instrument before the issue was identified. The customer used a release key to open the jaws successfully and no system faults were displayed on the system when the jaws were manually opened. The affected tissue did not need repair or medical intervention. The was no blood transfusion needed. The customer did not remember if the instrument was in a strong grip.